Event description:
A pt reportedly complained of having discomfort in the rib area, after being scanned on the 1.5t hd excite mr system using an hd breast array coil. The pt was allegedly examined by her family practitioner, a doctor of osteopathy, who took xrays, and indicated that her lower ribs were displaced. Her physician made a chiropractic type of adjustment meant to realign of the skeletal structure of the body to relieve pain. The user facility stated that the pt had a routine breast examination that was uneventful except for one series had to be repeated due to pt motion.

Manufacturer narrative:
Investigation in progress.